Manufacturer narrative:
Corrected data: d9&h3 (device returned for analysis), h6 (component code, type of investigation, investigation findings, investigation conclusions). Updated results of investigation: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. A kpc test was performed during which the drill was spinning intermittently. When the burr was spinning, a loud grinding sound was heard and the nosepiece of the drill got extremely hot. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed. The dc-motor was extremely difficult to remove. It was noticed that the drill had an extreme amount of liquid residue in it. The slip shaft had started to grind due to the residue. The drill was disassembled further. The carriage was full of residue. The bearings were filled as well, making them extremely difficult to turn. The front bearing had broken and had started to fall apart. The bearing and the slip shaft were replaced. The inside of the drill was cleaned and a kpc test was performed. All tests passed. A test case was performed and could be completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by serial was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the bearings that are extremely difficult to rotate due to damage caused by liquid ingress. This liquid ingress is most likely to have occurred during the cleaning/reprocessing of the drill, based on the amount of liquid ingress observed. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section h6 (medical device problem code) was updated. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted ukr surgery, the handpiece simply stopped spinning. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.